Event description:
It was reported that the green handles on triathlon instruments are compromised. They are leaving green material/ markings on other instruments.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual analysis confirmed the reported event. The handle was returned torn. There was no patient involvement. A CAPA was initiated in (B)(4) 2010 because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. This event was determined to be under the scope of that CAPA (B)(4). Refer to the CAPA record for more details. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised. The reported event regarding handle wear involving a keel punch guide was reported was confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the green handles on triathlon instruments are compromised. They are leaving green material/ markings on other instruments.